Event description:
It was reported was reported patient was revised approximately 2.5 years post implantation due to aseptic loosening and pain. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). D10: pn 00585004301 ln 65566873 5850 zss distal femoral. Pn 00585205010 ln 65649753 segmental other stem. G2: foreign ¿ australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h10, h11. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.